Event description:
Customer called on (B)(6) 2011 reporting of a hydropneumatics leak and low air pressure error coming from unicel dxc 800 synchron system. Customer technical specialist (cts) instructed customer through troubleshooting with air pressure adjustment and told customer to home the instrument. Customer noted that the instrument successfully went to standby and the leakage had stopped. Customer mentioned that no injury or exposure was reported and no patient results were affected by the incident. Field service engineer (fse) visited on (B)(6) 2011 and noted that customer had emptied the vacuum accumulator. Fse mentioned that the instrument was running fine and no other issue was found.

Manufacturer narrative:
Evaluation - method: troubleshooting was done over the phone with the help of customer technical support. Fse visited the next day and verify that issue has been resolved. (B)(4).